Event description:
A medtronic representative reported the framelink software repeatedly became unresponsive. There was no patient present.

Manufacturer narrative:
A software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Following trouble-shooting with medtronic technical services, it was requested the system software be upgraded to version 5.4.